Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, e. The reason for the reported infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificates was performed for all components. All lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 3 months after a left total knee replacement surgery, the patient underwent stage 1 of a two-stage revision procedure to address prosthesis wear, infected left total knee replacement. Approximately 3 months later, the patient underwent stage 2 of the revision procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: 02-012-60-1425 - tru stem ext 14mm x 25mm 6314092; 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 6313200; 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t 6298934; 200-02-35 - three peg patella 35mm 6331757; 204-70-00 - tibial stem ext. Screw 6293203. A10012 - gps implant kit v2 10007419045. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.